Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g363 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g363 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated during the reinfusion phase of the procedure the recirculation pump tubing split resulting in a leak. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer stated the patient did not receive any uvadex treated cells. The customer has returned the kit for investigation.

Manufacturer narrative:
The complaint kit was returned for investigation. Visual examination of the kit found the recirculation pump tubing segment had disconnected from the t-connector. There was no damage seen to the tubing or the t-connector indicating the bond joint was weak. Additional examination of the t-connector found evidence of solvent 360 degrees around the port and ran the full length of the port. The outside dimension of the tubing was measured and found the gage to be undersized. The investigation determined the root cause of the tubing leak was most likely a weak bond joint due to the undersized tubing. Manufacturing improvements have been implemented that include process monitoring of the outside dimension of the tubing and process audits of the tube bonding process. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 03/07/2019.